Event description:
Father reported that pt has been hospitalized since (B)(6) 2011 due to varying blood glucose levels over a long period of time. During the hospitalization, pt experienced a hypoglycemic event and received glucagon. Pt is still in the hosp as further examinations are needed for a metabolic disorder. Pt remains on pump therapy while in the hosp. Father was offered a replacement infusion device for the pt, but he declined. He does not doubt the infusion device functions correctly. No product will be returned for eval. No add'l info was provided.

Manufacturer narrative:
No product will be returned for eval. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.